Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen which makes it harder to read. The customers blood glucose level was unknown at the time of incident. It was also mentioned that the insulin pump has unexplained no delivery alarms. The insulin pump will not be returned for analysis.